Manufacturer narrative:
The bipap a40 pro model# cax3100s12 is substantially similar to the bipap a40 1111177 and will be reported in the united states under bipap a40 pro, 501k number: k121623.

Event description:
The manufacturer received information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the bipap a40 pro was returned to the manufacturer product investigation lab (pil)for evaluation and the unit ran without alarm or error therefore the customer¿s complaint was not confirmed. The pil inspected the device and did not observe anything to note. The pil reviewed the error logs and confirmed ventilator inoperative and pressure regulation alarms were present in the error log. The unit was disassembled for observation, and it was confirmed that the etched disk was partially clogged with debris that appears to have originated from an external source. The technician also confirmed the unit was operating in software version 1.1.3.0. The device was scrapped. Additional information added to box h coding.